Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07571. It was reported the pt had soreness in the abdomen since implant, and pain at the ipg site. The pt was provided with lidoderm patches, as the area was sensitive to the touch. The pt met with the physician, and it was reported the postoperative pain at the ipg site had improved; the soreness in the abdomen had also improved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.